Event description:
The customer reported that the system was not recording exams. There is no report of pt injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable at this time.